Event description:
The patient reported that the tampon withdrawal cord detached from the tampon pledget when attempting to remove a tampon. The patient visited an emergency room on or around (B)(6) 2010, where the tampon was removed. No further treatment or complications were reported. The patient was treated at (B)(6) hospital in (B)(6).

Manufacturer narrative:
Evaluation summary: cord integrity testing records from production lots matching the referenced lot were reviewed. All results were above the minimum specification. Cord anchor strength testing and visual sewing defect evaluation were performed on retain samples of production lots in question and all results were within specifications. Daily quality summaries from the lots in question confirmed that all skipped stitch and sew-off rejects had been discarded and back-checks confirmed proper isolation and elimination of nonconforming product.